Event description:
Revision surgery - due to patient presented to dr. With pain. Dr. Advise patient complete I&d would be appropriate to avoid any potential infection.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2021-01244; 509-03-032, s808 - infection, s807 - pain, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.